Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. The customer provided their cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is cantel. The aer detergent is intercept plus and the aer disinfectant is rapicide pa a/b. The manual detergent is aniosyme x3 and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using neo clean brush aseptinmed ref 201971 manual brushes. Their storage practice is using a simple cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The aer tested positive for less than 1 cfu of pseudomonas aeruginosa, less than 1 cfu of micro-organisms revivable at 22 degrees celsius, and less than 1 cfu of micro-organisms revivable at 36 degrees celsius. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for over 80 colony forming units (cfus) of micro-organisms on the all sample and distal sample. Another all channel sample tested positive for over 29 cfus of micro-organisms. Sampling took place at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: bending section rubber glue --- separated. Bending section rubber glue peeled off . Connecting tube --- scratch . Key top 1 --- unclear indication . Angulation = 105/65/90/70 . Biopsy channel --- wear and tear. Guidewire protrusion angle / forceps raising angle annual maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.